Event description:
A male pt underwent aaa repair in 2009. The pt's anatomy was not tortuous nor was it calcified. The procedure went without adverse event, however, after implantation the pt developed a large blood cot. Surgically the pt was explored by a cardiovascular surgeon to remove the blood clot. After the removal the pt was put on a ventilator in intensive care. The pt's family did not want the pt to be placed on a ventilator, thus the ventilator was removed. The pt has expired.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration - unknown. Event eval: still under investigation.